Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegation against this device as confirmed. Review of memory noted no suspicious faults or resets occurred. The battery rundown curve is consistent with nominal depletion. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. No problem detected.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. This device was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to the product investigation result received.